Event description:
It was stated by caregiver that patient had been found with their head between the siderail and mattress. Ems arrived and found patient in cardiac arrest, revived patient and took to the hospital. Patient was released from hospital and placed on another type dme mattress on same bed frame.